Event description:
The surgeon was using the alligator grasper in the patient when the upper jaw broke off. The piece fell down the posterior gutter of the patients knee, and they were unable to retrieve it. The patient was sent to a specialist orthopaedic hospital and the item was removed. The removal procedure went well and the patient is fine.

Manufacturer narrative:
(B) (4): the device was evaluated with the use of a stereo microscope. The following observations were made. 1. Shaft is bent downward 2. Normally sharp teeth of lower jaw are rounder over. 3. Small portion of upper jaw returned. Lug area is deformed from excessive forces applied. 4. Device is 7 years old and has never been in for repair. There has been a material change (B) (4). The device in question was manufactured prior this change. (B) (4)